Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the blood glucose level was 112 mg/dl. Customer also stated that the screen on the insulin pump was blank. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
All operating currents were within specification. The insulin pump passed the displacement test and self test. No unexpected blank display was noted. The insulin pump had intermittent button response due to a flattened dome switch on the act button. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time